Event description:
A customer contacted global technical services regarding a system error 2367 alarm (air detection) that appeared on the homechoice (hc) unit during fill 2. The technical service representative (tsr) instructed the home patient (hp) to cycle power. The tsr then advised the hp to review the alarm log. The hp confirmed the alarm preceding the system error 2367 alarm was a check patient line alarm. The tsr explained that at some point air could have entered the setup and that she would have to start over with new supplies. The hp confirmed to call back if she needed further assistance. The hp confirmed to start over with new supplies. On 27 jul 2010, product surveillance spoke with the hp who stated a few weeks after this incident, her machine was swapped out due to continued alarms during therapy. The hp stated she noted nothing unusual about her disposable supplies. The hp further stated she used the same lot of cassettes with the new machine and had no further issue. The patient confirmed she has been feeling fine and reported no adverse events resulting from this incident. She has had no further issues with therapy since arrival of new machine. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based upon the information obtained during baxter's investigation, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.